Event description:
During attempted placement of coils in the branch of a fistula in a dialysis graft the physician encountered difficulty deploying the coil. The physician noted under fluoroscopy that the coil looked like it had doubled over on itself on the proximal end. This happened twice with two different catheters. The physician had to snare the coils to remove them from the catheter. One coil was flushed out and noted to be in the patient after the catheter was removed. The physician stated that is looked like a string in the vessel. It was snared and removed.